Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient felt unwell, became dizzy and was ¿partially uncontactable¿. The cgm value was 7.4 mmol/l but the bg finger stick value obtained by a third party was 1.5 mmol/l. The patient¿s relatives called an ambulance who transported the patient to the hospital. Treatment details for the low bg level were not specified. At the hospital no medical treatment was necessary, and the patient remained only overnight for observation. After the event the patient recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was obtained on (B)(6) 2022. It was reported that the paramedics administered glucose to the patient during the time of the event.

Manufacturer narrative:
(B)(4).